Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. The info on reprocessing of the device was requested; however, no response has been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a tubing rupture while in use with a power injector. On an unspecified date, the tubing set was being used to deliver an unspecified medication. At an unspecified time, the male adapter of unspecified power injector tubing set was connected to the prepierced y-site of the tubing set to deliver an unspecified contrast medium via a power injector. After an unspecified length of time, the tubing ruptured at an unspecified location on the tubing set. No specific event details were provided. Though requested, no add'l info was provided including if the tubing set was replaced and the procedure was resumed, if there were any reported adverse pt effects, delays in therapy critical to this pt, and if medical interventions were required.